Event description:
Pt reported the wheel on the side of the pump that you turn has broken. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 12gm. Hizentra indication: selective deficiency of immunoglobulin g [igg] subclasses. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.